Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the device is available for return and evaluation as the explant occurred in 2007. The device history record (DHR) review is in progress. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the aortic valve was explanted in 2007 as noted in the operative report for the valve-in-valve procedure. However, no prior information was provided and without return of the device or additional information regarding the condition of the device at time of explant in 2007, we are unable to investigate into the root cause for this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a second device, a 9300tfx 23mm, was implanted in the same position using a valve-in-valve procedure. Through follow up with the surgeon, it was learned that the original edwards valve was explanted and replaced in 2007 with a different manufacturer's valve. The reason for the explant in 2007 was not provided and remains unknown. The patient has a history of bypass surgery and multiple percutaneous interventions. The implant duration of the edwards pericardial valve was approximately eight (8) years.